Event description:
New information received notes that the device was explanted and replaced. Patient was stable during and post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to reach eri during follow-up in clinic. Premature battery depletion was observed. Device will be replaced. Patient¿s condition was stable.

Manufacturer narrative:
Device was tested on bench and no anomalies were found. The battery depletion was normal based on field settings.